Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.00/2.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a same size , "similare" (sphere/cylinder/axis) lens due to refractive surprise. Within the same surgery. The problem was resolved. Cause of the event is reported as device.